Event description:
It has been reported to philips that geometry was not available and control panel was completely out of order. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that, when the machine was turned on, click sound could be heard inside the l arc. Review of logfiles showed geometry errors and warnings, the problem persisted after cold system restarts. Upon functional testing, fse found that, when the 1spc advanced motion control (amc triple servo drive hp-lp-lp) was disabled, the power supply worked normally but when all 1spc outputs were disabled, the problem persisted. To resolve the issue, fse replaced amc triple servo drive hp-lp-lp, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.